Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. (B)(4).

Event description:
The customer reported via phone call that their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was 173 mg/dl at the time of incident. The customer did receive a low battery alert prior to the replace battery now alarm. The customer stated that the battery were depleted every single day and had to changed the battery within a 36 hours. New battery did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The insulin pump will be returned for analysis.